Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) with the related watchman delivery system). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/misshapen/torn), and a kink in the sheath 7 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 19january2018 it was reported that a device could not be implanted due to patient anatomy. A left atrial appendage (laa) closure procedure was being performed. A33mm watchman ® laa closure device & delivery system was used with the watchman® access system. The closure device was deployed. However, the opening of the laa was too big and the closure device was not stable when the physician slightly pulled it. The closure device was fully recaptured. The procedure was not completed. No patient complications were reported and the patient status is stable. Device analysis revealed inner liner delamination of the was.